Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of non-sustained rv oversensing was observed when an asymptomatic patient was presented in clinic for routine follow-up. Review of the episodes revealed crosstalk. Programming changes were recommended. Patient is stable and will be monitored.